Event description:
It was reported that a spectrum infusion pump had a constant downstream occlusion alarm. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom constant downstream occlusion alarm, determined to be caused by a failed downstream sensor. The downstream sensor current reading were found to be above specification with a fluid filled set loaded, which is known to make the pump more sensitive to false downstream occlusion alarms. The failed downstream sensor was replaced.